Event description:
The customer reported that the central nurse's station (cns) application was failing to open and was displaying a "network service disconnect" error message.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at capital health reported the cns (pu-621ra sn: (B)(6)) was failing to open and was receiving a "monitor network service disconnect" error message. Service requested: troubleshooting/assistance. Service performed : the customer reported the issue was resolved by connecting the cns ethernet cable to the correct port. Investigation result : the root cause is determined to be incorrect set up. The incorrect cable/port was connected. Upon correcting, the issue was reported to have been resolved. Investigation conclusion: the root cause is determined to be incorrect set up. The incorrect cable/port was connected. Upon correcting, the issue was reported to have been resolved. The following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical products.

Manufacturer narrative:
The customer contact reported that the central nurse's station (cns) application was failing to open and was displaying a "network service disconnect" error message. Nihon kohden's technical services (nk ts) advised the customer to verify if the cable connection was stable. It was confirmed that the ethernet cable was slipping out of the port on the cns. The customer was unable to reconnect the cable as the box covering the port had been locked, so they stated that they would contact their biomedical engineer (bme) for further assistance. Nk ts advised that a loose or disconnected ethernet cable will cause the cns to not function properly on the network and cause issues with the cns application. The bme followed up with nk ts, reporting that the issue has been resolved. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) application was failing to open and was displaying a "network service disconnect" error message.